Manufacturer narrative:
Batch review performed on 19.may.2021: lot 2009951: (B)(4) items manufactured and released on 29-jan-2021. Expiration date: 2026-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2003864a. Batch review performed on 19.may.2021: lot 2003864a: (B)(4) items manufactured and released on 22-dec-2020. Expiration date: 2025-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2 weeks after the primary surgery the patient came in reporting pain due to a dislocation (glenosphere - liner) and the cause of the dislocation is unknown. The surgeon revised the liner and metaphysis and the surgery was completed successfully.